Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the lead was not anchored and it fell 6 or 7 weeks after the initial implant (2017). There was migration/dislodgement. They had to open up both incisions to replace and anchor the lead. It was unknown at the time of the call if the patient had fully recovered yet from the surgeries. No further complications were reported.